Manufacturer narrative:
On (B)(6) 2016 toothbrush head confirmed to be counterfeit.

Event description:
Brush heads fell apart while brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2016 that his or her oral-b brushheads, version unknown fell apart while brushing with an oral-b rechargeable toothbrush, version unknown. The reporter stated that one brush head was thrown out, but he or she still had the second brush head. No symptoms developed. Additional information reported on (B)(6) 2016: the consumer reported the oral-b logo was peeling from the product; it seemed the product was counterfeit. The consumer no longer had the product. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads fell apart while brushing [device breakage]. No adverse event. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2016 that his or her oral-b brushheads, version unknown fell apart while brushing with an oral-b rechargeable toothbrush, version unknown. The reporter stated that one brush head was thrown out, but he or she still had the second brush head. No symptoms developed.